Manufacturer narrative:
An event of device embolism and explant was reported. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on 8 may, 2023 an amplatzer vascular plug ii was implanted utilizing an unknown delivery system. The device then embolized to the pulmonary artery. Later, the device was retrieved via a snare.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.